Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the hospira field service engineer on (B)(4) 2011. The pt pendant jack was received on (B)(4) 2011. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device did not deliver a dose when the pt pendant was pressed. The device was returned to the biomedical engineering department with a note that stated, "does not deliver." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device did not deliver a dose when the pt pendant was pressed. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.